Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. The device correctly generated an 0x1c alarm indicating the pod reached expiration time after 80 hours of operation. This is a safety feature that does not indicate a device failure. No damages or defects were found that would affect the delivery of insulin.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 555 mg/dl. For treatment, the patient was given fluids, insulin and diagnostic tests. The patient was currently admitted. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.